Manufacturer narrative:
This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "distortion of both breasts, with displacement of the nipple areola complex and pain". This record for left side. The device has been explanted.